Event description:
We used the ellume at-home antigen covid test on (B)(6) 2021 for our son (B)(6). We received a false positive result, which led to the 10 day shut down of his daycare class. We was negative for covid, which was confirmed by two follow up pcr tests taken 48 hrs apart. After plugging our analyzer ID into ellume's recall database, it told us that our test was not included in the recall. Given the timing, and the fact that it was a false positive, I believe the recall may need to be broader. FDA safety report ID# (B)(4).